Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis and vomiting, with blood glucose levels greater than 512 mg/dl. The mother stated that the customer changed the infusion set six times before realizing she was not getting insulin. The customer had been in the hospital for two days before anyone thought of changing the infusion set because the hospital never thought that it could've been an insulin pump related issue. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. No site related issues reported. Nothing further was reported.